Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The crt monitors were replaced with the flat panel monitor kit. The system was tested and found to be working as intended and returned to service.